Event description:
The initial report was that during the placement of an embolization coil within an aneurysm, resistance was encountered and the coil dislodged in the microcatheter. No harm was reported. Upon our evaluation of the returned device it was observed that snare was attached to the coil and microcatheter. Additional incident detail was requested. It was reported that the coil prematurely detached and was removed successfully with a snare. No harm was reported.

Manufacturer narrative:
Sample analysis: the device was returned with the implant coil detached from the delivery pusher. The delivery pusher was cut and remained within in the microcatheter which was also cut. Also contained within the microcatheter was the snare and coil. The attachment tether that holds the implant intact with the delivery pusher is white opaque which is characteristic of stretching. The delivery pusher is kinked and bent. The root cause of this complaint appears to be due to a force applied to the device that exceeded the maximum tensile specification of the attachment tether monofilament. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.